Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to discharge while in use on a patient. A different defibrillator was used to treat the patient. There was no impact to the involved patient.